Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred, that the pump shut off unexpectedly, and that a minimum fill notification occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 148 - 300 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue of malfunction was verified and a different issue was identified. However the alleged issue of unexpected shutdown and minimum fill could not be verified.